Manufacturer narrative:
The report condition has been confirmed and attributed to disengaged cam pin.

Event description:
The device was used during an esphogastrectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the procedure with the instrument. The hosp has reported no pt injury occurred.